Event description:
New information received notes that the patient presented in clinic for normal follow up. The device showed multiple episodes of intermittent ventricular undersensing, possibly caused by the adjustments previously made for oversensing. Further reprogramming was performed. Routine follow up will continue.

Event description:
It was reported that an asymptomatic patient presenting for follow up with the device showing post-sensed t wave oversensing on the ventricular lead. The oversensing was observed on stored egm. The patient did not receive therapy during oversensing. The device was reprogrammed.